Event description:
Customer reported that the pump battery depleted too quickly, leading to a shutdown. Due to the shutdown, the customer's blood glucose level exceeded 500 mg/dl, reaching 550 mg/dl. The customer addressed the high blood glucose level by performing a corrective injection via multiple daily injections. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.